Manufacturer narrative:
Other applicable components are: product ID 39286-65 lot# 0210780571 serial# implanted: (B)(6) 2017: product type lead .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that one month after surgery, the patient¿s wound was infected and the lead was exposed. Regarding potential external causes that may have led or contributed to the event, it was noted ¿the wound only sutured a layer¿ and that in patients with tracheal openings, sputum could flow to the wound ¿ noting that the gauze was soaked. It was additionally noted that since the lead was fixed with three-wing anchors that there may have been some wear on the wound. Though the manufacturer representative involved with the event recommended the lead be removed, the patient¿s physician ultimately elected to perform debridement and suturing. It was noted the debridement surgery was scheduled to be performed on (B)(6) 2017; it was unclear whether the issue was resolved at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.